Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. In addition, the customer experienced a low blood glucose (bg) level of 63 mg/dl, which was addressed with consuming juice. Reportedly, the customer's low bg level was due to overcorrecting the amount of carbohydrates consumed and being active after having dinner. Reportedly, the customer was able to load a cartridge successfully, and resumed insulin delivery.